Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter. Returned with the sample was the short and long arterial pressure tubing and the supplied 30cc driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Kinks to the iabc central lumen were noted at approximately 70.5cm and 72.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0070in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times with similar results. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak and no leaks were detected. Full inflation was achieved. The device passed the leak test, and it was tested more than once with the same results. A leak site was unable to be located. It could not be confidently determined what caused the blood to enter the helium pathway. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon rupture" is confirmed based on visual inspection of the returned sample. During the investigation, blood was confirmed present within the helium pathway; however, a leak site was unable to be located. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that, "after insertion, balloon rupture occurred once pumping started. As a result, the user change balloon and completed the procedure". The second catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that, "after insertion, balloon rupture occurred once pumping started. As a result, the user change balloon and completed the procedure". The second catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "after insertion, balloon rupture occurred once pumping started. As a result, the user change balloon and completed the procedure". The second catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".